Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the synergy ii des stent delivery system was not returned for analysis. A snare device was returned inside a 7fr guide catheter and haemostatic valve and within a 7fr catheter. A damaged stent (consistent in appearance with a synergy stent was returned attached to the distal loop end of the snare device. The proximal end of this synergy stent was the least damaged section and 3 stent strut rows were in a crimped formation. The remainder of the synergy stent was severely stretched. The distal end of the synergy stent was entangled in a non-bsc stent. Based on the stent strut shape appearance and the green-like color on the stent it appeared to be a non-bsc stent.

Event description:
It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 2.25x38mm synergy ii drug-eluting stent was advanced to treat the lesion. However, the device became stuck in the calcification of the left main trunk and the stent came off from the balloon. The stent was then retrieved with a snaring device. The device was completely removed and the procedure was completed using a new stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 2.25x38mm synergy ii drug-eluting stent was advanced to treat the lesion. However, the device became stuck in the calcification of the left main trunk and the stent came off from the balloon. The stent was then retrieved with a snaring device. The device was completely removed and the procedure was completed using a new stent. No patient complications were reported.